Event description:
Patient reproted that the suspect device generated a result of "low" (< 10 mg/dl) without having first applied blood, or control solution, to the test strip. Patient did not self-treat based on this value. No patient injury ws reported. Technical suppport requested the return of the suspect product and replacement product was shipped.